Manufacturer narrative:
Weight and ethnicity: asked but not provided. Date implanted: lens was removed during the initial procedure. Date explanted: no information indicating that the lens was removed and then replaced. The replacement lens information was not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) trailing haptic ripped off upon insertion. The lens was removed during the same procedure. There was no patient injury. Attempts have been made to obtain missing information; however, no definitive response has been received.